Event description:
It was reported during an atrial flutter ablation procedure, steam pops occurred. While the physician was ablating in the right atrium with the cool flex catheter, with generator setting of 25-35 watts maximum and irrigation pump settings of 17cc/min, steam pops were heard twice during the case. No significant impedance changes or temperature increases were noted with either steam pop. The pt tolerated the ablation well with no complications reported. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection of the returned device revealed no anomalies. Functional testing of the device confirmed the catheter when deflected created a curve and held the curve matching the required template. Steering force to create a curve met the required specification. The catheter passed continuity and EKG testing. The catheter also passed the pressure drop test, the flow rate test and the ablation simulation test. The temp readings were normal. The catheter tip was investigated under the microscope and no nonconformities were observed. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification for the reported steam pops is consistent with operational context as device performance was limited due to anatomical/procedural factors.